Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a patient who made a mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake and experienced touch contamination which resulted in peritonitis on (B)(6) 2011. The patient was hospitalized for the peritonitis on (B)(6) 2011. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital and was recovering from the peritonitis. Outcome for the patient mistake/touch contamination was not reported. Dianeal therapy was ongoing. The nurse stated the peritonitis was not related to dianeal therapy and did not provide an opinion of causality for the patient mistake/touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd887703 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the peritonitis was use error poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Additional investigation is being conducted through CAPA/ncr (B)(4). Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.